Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, a patient on bed 22 was given an indwelling needle to administer fluids prior to surgery, and 10 minutes after successful puncture the white isolation plug of the indwelling needle leaked, and the indwelling needle was removed and replaced with a new one for a second puncture, resulting in patient dissatisfaction.

Manufacturer narrative:
Investigation results: the root cause of this defect could not be determined because there were no abnormalities in the production process and retained samples, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample was received for further testing. The plant will continue to track and trend the issue.

Event description:
No additional information.